Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s. The MFR did not receive explanted devices. The operation report has been provided. It confirms aseptic loosening of the acetabular cup. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in (B)(6) 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that pt underwent right total hip arthroplasty resurfacing on (B)(6) 2007. It is also reported post op, pt experienced pain and loosening, and was revised on (B)(6) 2009.